Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by.: returned product consisted of a threader balloon catheter. The balloon was loosely folded. There is tip damage. Microscopic examination revealed that the balloon has a pinhole at the markerband. There are numerous hypotube and shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 1.2mm x 12mm threader¿ balloon catheter was advanced for dilatation. However, during inflation before reaching the nominal pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.